Event description:
Hill-rom received a report from the account stating the brakes would not hold. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technical support found the caster supports were cracked. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the caster supports to resolve the issue. Based on the information, no further action is required.